Manufacturer narrative:
Additional information: b5, d10 (add entry), h6, h11. B5: the set was connected to an unspecified tpn bag. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the spike connection. This occurred a couple of hours after the bag was spiked during use. A medical dressing was applied to the area to minimize waste from the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.